Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 10 am for diabetes ketoacidosis with a blood glucose level of over 500 mg/dl. The customer was kept under observation for 48 hours and she was wearing her insulin pump. The customer stated that she had multiple bent cannulas with her unomedical infusion set and never received a no delivery alarm from her insulin pump. The customer was advised to try a different type of unomedical infusion set since she has scar tissue. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).